Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-02208 it was reported that the patient was experiencing pain at the ipg site. As a result, the ipg pocket was relocated. Therapy was re-established post-op. It is unknown which ipg was relocated, so both are being reported on.